Event description:
I had allergan textured implants placed in 2001. Began having notable breast implant illnesses symptoms after about 10 years. I had explant with en bloc procedure in 2020 without reconstruction. 5 years post explant I am still struggling with mystery health problems in my breast. Pt code: 4513. Device code: 2993. Ref report: mw5177865.